Event description:
On (B)(6) 2015 charge rn and nephrologist reported to clinical manager that they received a telephone call from patient's daughter that patient had expired. Charge rn reported that daughter stated patient was found on floor near bed by patient's husband. Blood was in the bed. Patient's husband awakened daughter to asked for assistance getting patient off floor. Daughter came into parents bedroom and found patient unresponsive on floor near bed, blood in bed, and a piece of catheter was either on bed and/or near patient. Nephrologist reports that daughter informed her that catheter "fell apart", patient taken to ed 2:30am by paramedics. Clinical manager telephone patient's daughter on (B)(6) 2015. Patient's daughter reported to clinical manager that "there was a lot of blood in the bed", and that "the catheter was still in patient's chest but a piece had come off."